Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 24010-0007t and lot# 24066656 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24jun2024. There were quality notifications issued for the failure mode reported by the customer during the production build of this set for lot 24066656 as notification ID# (B)(4) on 17jul2024. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Imdrf codes must be updated.

Event description:
It was reported that bd alaris pump module smartsite texium infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that the leaking bonded texium set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.